Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins had never worked since implant and that they had it replaced with a pumo on (b)(64) 2010. No further complications were reported.